Event description:
It was reported that the battery gauge was fluctuating resulting shutdown. Additionally, it was reported that the pump time was incorrect, cause was due to pump shutdown. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.